Event description:
The patient was on 35lpm 50% fio2, a yellow alert came up that the oxygen sensor needed to be calibrated. It would not pass the calibration and the alert went from yellow to red. As I was trouble shooting that a yellow alert came up that said check for blockage. I checked the circuit attachment and vent and realized no flow was being delivered to the patient, and then a minute or two later the vent screen went black and a red alert said safety shut down. I removed the patient from the t1 and had to use a flow meter in the helicopter that was only capable of delivering 20lpm. Luckily the patient tolerated all of this well, but did decompensate briefly.